Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system developed an infection from a dialysis shunt. The crt-d system, including this previously abandoned lead, was explanted. Following the procedure the patient became septic and passed away five days later.